Manufacturer narrative:
Follow up on the removal status was not possible as another removal attempt has not been made at the time of investigating this complaint. No further investigation was possible. H6 results code was updated to 3221. H6 conclusion code was updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the physician was unable to remove the sensor on the first attempt made.

Manufacturer narrative:
No response was received after multiple attempts; thus status of sensor removal could not be confirmed.